Event description:
It was reported that during the farapulse procedure faradrive steerable sheath was selected for use. It has been mentioned that during the preparation of the sheath it was noticed that the fluid was leaking during flushing as the flush port was not properly glued to the handle of the sheath. The sheath was replaced, and the procedure was completed using different faradrive sheath. No patient complications occurred. The product was received for analysis. It was further reported that the sheath was not inserted into the patient. The flush port was not detached completely from the handle there was small gap in the connection to the handle. No air was seen in the sheath or aspiring syringe.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Upon device return and inspection, microscopic analysis confirmed a tear where the stopcock detached from the side port connecting tube, allowing the leak to occur.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse procedure faradrive steerable sheath was selected for use. It has been mentioned that during the preparation of the sheath it was noticed that the fluid was leaking during flushing as the flush port was not properly glued to the handle of the sheath. The sheath was replaced, and the procedure was completed using different faradrive sheath. No patient complications occurred. The product is expected to return for analysis. It was further reported the sheath was not inserted into the patient. The flush port was not detached completely from the handle there was small gap in the connection to the handle. No air was seen in the sheath or aspiring syringe.